Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had issues with biometric identification after the 1.11 upgrade. A technical support (tss) followed the relevant knowledge article titled "bioid lumidigm update package 1.3 release for es failure recovery fix¿ and performed a manual installation. The tss then proceeded with case closure after completing the required actions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had issues with biometric identification after the 1.11 upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.